Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had a boston scientific implantable cardioverter defibrillator (ICD) device interfaced to an atrial and right ventricular (rv) lead. The patient had persistent methicillin-susceptible staphylococcus aureus (mssa) bacteremia with tricuspid valve endocarditis secondary to a pocket infection. The ICD system was explanted and temporary epicardial leads were utilized due to heart block that developed post replacement of the aortic and mitral valves due to the endocarditis. A subcutaneous implantable cardioverter defibrillator (sicd) was implanted. The implanting health care provider inquired about removal of the epicardial leads and potential interference with electrode placement. A boston scientific technical services consultant recommended removal of the leads prior to electrode placement and also discussed re-screening the patient as the rhythm and rate have changed since the patient was screened the week prior. The system was implanted without further incident and no additional adverse patient effects were reported.